Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient underwent lasik in both eyes. At the ten day post-operative visit the patient complained about the left eye visual acuity. The surgeon evaluated the patient's record and noted the incorrect axis was treated. The surgeon discussed with the patient and recommended waiting three to six months and then enhance. The patient as fitted with a toric contact lens to correct the vision.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A review of logfile confirmed the treatment was performed with the refraction sphere -1.50, cylinder: -1.75 and axis 20. The treatment was performed successfully without any problem from technical side. The system was working within specification. The root cause is user error. Especially, the user entered a wrong axis into system. (B)(4).